Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer phone call stated that the bottom brush of the dual clean brush heads broke off. No injury was reported.